Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella rp with smartassist system catheter. In this case, the motor is no longer being purged and may eventually stop. Monitor motor current and consider replacing the impella rp with smartassist system catheter whenever a rise in motor current is seen.¿

Event description:
The user facility reported a 67-year-old male in acute myocardial infarction/cardiogenic shock was implanted with an impella rp device for mechanical circulatory support. During impella insertion when the physician was advancing the repo sheath, the impella stopped. This was due to high motor current without change in pulmonary artery placement signal. The impella was successfully restarted at p2 level after repo sheath was in place and ramped up to p6 with appropriate flow and motor current. There was no patient harm,

Manufacturer narrative:
The investigation for the reported pump stop has been completed. The pump was returned for evaluation finding the pump was cut along catheter and the patient cable/red handle side was not returned. Stretching of the catheter was observed on the pump cannula but was not related to pump stop failure. No damage to inflow/outflow cage was observed, and no blood or biomaterial was found in purge gap. Data logs were reviewed which confirmed a impella stopped motor current high. The pump was restarted manually and was able to run successfully until the end of the case. The exact root cause of the pump stop could not be determined. Added- d9 device return date.